Event description:
A seizure pt in the emergency room was allegedly left alone, with the siderail allegedly in the upright and locked position, to allow the pt to urinate. Reportedly, when the nurse returned, the siderail was down and the pt was on the floor. The pt allegedly sustained a closed head wound and was transferred to a neuro unit. Subsequent reports related that the pt was convulsive when found on the floor and was reported to have sustained a sub-cranial bleed. It was not known if the seizures began before or after the alleged pt fall, if the sub-craial bleed was caused by the alleged fall, or if any medical intervention was required for the suspected injury.